Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (non recoverable system error), and the device was not cooling. A check of chiller temperature (t4) showed it was reading 26c. They stated they drained 500 ml from the left port of the drain valves and discussed this was indicative of a chiller failure and stated they would provide a quote for repair and no loaner would be needed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that the unit was not cooling properly. A test chiller was installed. Chiller was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore DHR is not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (non recoverable system error), and the device was not cooling. A check of chiller temperature (t4) showed it was reading 26c. They stated they drained 500 ml from the left port of the drain valves and discussed this was indicative of a chiller failure and stated they would provide a quote for repair and no loaner would be needed.